Event description:
The customer reported that while the unit was in use on a patient, the unit displayed an "autofill failure" message. The patient was removed from the unit and therapy was discontinued. No patient injury was reported.